Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in portal vein using pod packing coils (pod pc). During the procedure, while advancing a pod pc using a non-penumbra microcatheter, the physician experienced resistance approximately 50 centimeters from the proximal end. The physician then retracted and advanced the pusher assembly multiple times to lower resistance; however, after advancing the pod pc approximately five centimeters out of the microcatheter, the physician experienced resistance and was unable to retract the coil. Therefore, the microcatheter and pod pc were removed. It was reported that the pod pc was found to be stretched. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.